Event description:
Kmts field rep stated "patient had a cardiac arrest at the hospital and the device never delivered therapy". Wcd role in the event is pending additional medical information and pending evaluation of to-be-returned device.